Event description:
It was reported to hill-rom that during lift with a 150 kg load the lift arm of the mobile patient lift lowered down to its lowest point with high speed.

Manufacturer narrative:
Hill-rom will conduct an investigation on the returned device and submit a supplemental report with the results of the investigation.